Event description:
Monopolar forceps used on tonsillectomy caused a burn on two small areas on upper lip of pt. On close examination of the forceps a few very minute bumps were present on the shaft of forceps. The bumpy areas were abraded as if something had rubbed against them.